Event description:
Boston scientific received information that this right atrial (ra) lead had pacing lead impedance measurements greater than 3000 ohms and exhibited loss of capture (loc). This lead had switched to atrial tachy response (atr) mode. Attempts to obtain additional information were unsuccessful. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.